Manufacturer narrative:
Unit received with rf pic failed selftest alarm during self test due to a faulty y1 on the rf board. (B)(4).

Event description:
The customer reported via phone that the insulin pump error alarm. No harm was reported during the incident. Troubleshooting was performed. The insulin pump was returned for analysis.